Manufacturer narrative:
Analysis was performed remote service personnel. The remote support engineer (rse) talked to the customer who reported that the curves are visible on the central station but not on the monitors. The issue started at 01:38 am in rooms 3 and 5, and at 09:15 am in room 4, with technical staff attempting restarts without success from around 13:00 pm onwards. The rse remoted into the system to investigate. The rse resolved the issue by redirecting multicast traffic from sc-mhia1 to acut1, suspecting a multicast block between sc-mhia1 and hia1&hia2, and recommended it compare settings between computers in the philips environment. The current issue remains a workaround, and further investigation into network settings and multicast traffic is needed by the it department. Based on the results of the analysis, it was determined that the product has not malfunctioned and the most likely cause of the reported problem was due to customer network setting. The issue was resolved by changing the network settings. E1: (B)(6).

Event description:
It was reported the telemetry monitors are not connected to the central station, with no alarm indicating disconnection. The device was in use on a patient. There was no report of patient or user harm.